Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4) discarded by facility.

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred while using a csi orbital atherectomy device (oad). The target lesion was located in the left anterior descending (lad) artery. The physician used a prowater guide wire to access the lesion. The physician then used a 0.14 quickcross catheter to exchange the prowater guide wire for a csi viperwire guide wire. The oad was loaded onto the viperwire guide wire and advanced just proximal to the lesion. The physician performed three runs at low speed for a total run time of approximately 90 seconds. Post-atherectomy angiography revealed a perforation at the distal end of the lesion. The physician advanced a 3.0 trek angioplasty balloon across the perforation and performed two inflations. Two graftmaster stents were then deployed across the perforation and post-dilated with another angioplasty balloon. While post-dilating, the diagonal branch off of the lad shut down and the patient status declined. Pericardiocentesis was performed and the patient was intubated. The patient was then transferred to a second facility for emergency surgery, but expired in the operating room. Additional information was requested, but was denied by the facility due to internal policies.